Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother) reported a low reading issue with the freestyle libre sensor. The caregiver reported a sensor reading of 125 mg/dl for over 2 hours. The customer was about to participate in sports training, and so self-treated with food. As the sensor continued give a reading of 125 mg/dl the caregiver administered a capillary test, which gave a reading of 300 mg/dl. The caregiver treated the customer with a rapid-insulin injection. There was no report of death or permanent injury associated with this event.